Manufacturer narrative:
Investigation summary: no samples of mat# 10013902 received by customer for investigation. Photos are provided for verification and confirmed the issue. It was reported by customer that the rn hanging medication that requires filter. When rn went to attach filter to IV tubing, the cap disconnected from the filter tubing. Photo evaluation of the extension sets shows that the extension set tube separated from the female luer. As actual sample is not available so further analysis under the microscope is not done. Quality notification send to manufacturer. A device history record review for model 10013902 lot number 23029173 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. After investigation, the potential root cause of separation between the tubing/sleeve and smartsite could be related to lack of solvent at the engagement due to an incorrect solvent dispenser set up.

Event description:
It was reported that a bd alaris smartsite low sorbing set end cap became disconnected from the filter tubing. The following information was provided by the initial reporter: it is also documented the item was trashed, so we do not have this one to return. Here is the description of what happened: rn hanging medication that requires filter. When rn went to attach filter to IV tubing, the cap disconnected from the filter tubing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd alaris smartsite low sorbing set end cap became disconnected from the filter tubing. The following information was provided by the initial reporter: it is also documented the item was trashed, so we do not have this one to return. Here is the description of what happened: rn hanging medication that requires filter. When rn went to attach filter to IV tubing, the cap disconnected from the filter tubing.